Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer's blood glucose level was 210 (mg/dl). It was indicated that the customer would deliver a bolus with the pump. It was indicated that the customer had manual injections as alternate insulin therapy.